Manufacturer narrative:
A product investigation was completed: one stardrive screwdriver shaft t8105mm (part number: 314.467, lot number: 7473874, manufacture date 21january2014) was received. Upon visual inspection of the complaint device it can be seen that there are wear marks on the head of the screwdriver indicating the device has been used frequently throughout its lifespan. A root cause for complaint condition of ¿does not fit with other parts¿ could not be determined, most likely wear and tear of the instrument throughout its lifespan contributed to the observed event. This complaint is confirmed. Per the technique guide, the device can be used in 2.7mm/3.5mm variable angle lcp elbow system. The t8 screwdriver shafts are used to insert 2.7mm screwdrivers onto the plate and the depth gauge is used to determine the screw length to be used for the procedure. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a star drive screwdriver was damaged during an elbow case and would not engage the 2.7 variable angle locking star head screws. A back up screw driver was used and it too exhibited the same intraoperative device failure. It was additionally reported that while attempting to use the aforementioned screw drivers, three (3) of the 2.7 variable angle screws used during the surgery would not engage or lock into three (3) of the proximal holes of the olecranon plate. While using one of the reported screw drivers another screw would not lock into the posterior lateral tab hole of a second plate as well. Two backup, t8 screw drivers shafts were retrieved from a distal radius set and used to complete the surgery. The three stripped screws inserted into the olecranon plate were left in the plate despite not being fully locked in the plate. It was additionally reported that the one screw that would not lock into the posterior lateral tab hole of the second plate was removed and not replaced with another screw. The reporter stated that there were other screws in place to secure both plates. During the same surgical procedure it was noted that the depth gauge in the same set was very sticky. The surgery was successfully completed with no surgical delay or patient injury reported. This report is for the first screwdriver that would not engage the 2.7 variable angle star heads. This report is 1 of 3 for (B)(4).